Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent capture and low impedance were noted on the right ventricular (rv) lead after the device had reached elective replacement indicator (eri) following ten years service. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.